Event description:
According to the reporter: surgeon inserted endocatch through the port and into belly, bagged gallbladder, then did a final sweep of abdomen and saw a piece of plastic, part of patch had broken off and fallen into belly. No tissue or pt injury. Surgeon used a grasping instrument and removed the pouch from the belly.

Manufacturer narrative:
(B) (4). (B) (4).